Event description:
It was reported that during maintenance the subject device had disturbance/play on the adapter for the optics and the image was partially outside of the monitor. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is a lack of image on the monitor and the coupler rattles. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported issue was due to the coupler unit being worn out, therefore, there is a lack of image on the monitor; and the coupler rattles due to the coupler unit being worn out. Both issues have a cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.